Event description:
It was reported that fluoroscopy revealed that the lead was loose and helix remained attached in the heart tissue. Indicating the helix had broken off. During explant, the physician left the helical fixation in the myocardium. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found the inner coil fractured and the ptfe liner was damaged at the helix housing region. It is believed that cyclic stress motion caused the lead damage and resulted in the reported noise. The distal tip was not returned.